Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a pyxibus cable damaged. The field service engineer replaced drawer aux pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a power failure, medstation will not power on. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.